Event description:
Per the surgeon, there was resistance during stylet removal at implantation surgery on (B)(6) 2025. Basal part of the electrode twisted during placement. Intraop nrt measurement revealed incorrect device placement. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.